Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump will not allow a bolus. The reporter stated that the pump exceeded maximum daily and the time was wrong. There is no reported adverse event with this case. This report is being made due to the time and date issue.